Event description:
It was reported that the pump is intermittently responding when the buttons are pressed and the buttons need to be pressed hard and several times to work. The patient indicated that the up arrow button is the worst. The patient denied getting the pump wet.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.